Event description:
The ge oec 9800 fluoroscopy system had collimator and exposure area larger than display view in magnification mode.

Manufacturer narrative:
A ge oec service rep investigated the issue and adjusted the collimator to proper size. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.